Manufacturer narrative:
Product event summary: manufacturer's analysis found that the external pulse generator (epg) failed the backlight incoming test; the liquid crystal display (lcd) tested out-of-specification in an electrical manner. It was also noted that the on-off difference current was too low, and the menu dial knob was broken off. Furthermore, the hanger was missing and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned as a loaner subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.